Event description:
Provation's system software went in "offline" mode even though there was a network connection. It was able to get the software back to online mode by modifying a dll (dynamic link library) file.